Event description:
During an endocardial pacing lead revision using an agilis nxt introducer, the patient experienced a cerebrovascular accident (cva). The patient had a left ventricular endocardial lead implanted on (B)(6) 2013. On (B)(6) 2013, the lead dislodged into the left atrium. The physician attempted to reposition the lead on (B)(6) 2013. Two attempts were made to position new leads through the foramen ovale and the left ventricular lateral wall; however, due to mitral valve regurgitation the leads dislodged from their positions in the endocardium. Multiple non-sjm catheters and wires and an agilis nxt introducer were used to reposition the leads in the desired location. When the patient woke from anesthesia, she exhibited signs of a cva. Anticoagulants were administered and the patient recovered. The physician does not know the cause of the cva. There were no performance issues with the agilis nxt introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cva could not be conclusively determined.